Event description:
It was reported that the patient was being treated for an abdominal aortic aneurysm and was implanted gore excluder aaa endoprosthesis featuring the c3 delivery system. All devices were successfully implanted. When closing the access site, the perclose system failed. The patient required cutdown repair and patching of the right femoral and external iliac artery. The patient also required transfusion and was administered 4 units of blood and 2 units of fresh frozen plasma (ffp). The patient suffered blood loss of approximately 600 ml. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).